Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump broke. Customer stated that they were in they were in swimming pool and the insulin pump was not turning on. Display was not blank for less than 30 seconds and then did not returned. Customer stated that contacts on battery cap were neither missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.